Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer did not recall the blood glucose reading. The screen was scratched but not in a way that affects the functionality. The customer was not aware if the insulin pump had been exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display returned when a new battery was inserted and the customer was sent a new battery cap. The insulin pump had also alarmed for an error when it was reset. The insulin pump was not returned or replaced at this time.